Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight reported as (B)(6). In source document reported as (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part# 03.010.472, lot # 7849959 manufacturing location: (B)(4), manufacturing date: 16 april 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a screwdriver handle broke intraoperatively during an initial bilateral (right and left) complex femur fracture repair on (B)(6) 2016. A retrograde and antigrade nail was implanted respectively. During placement of an interlocking screw, the handle broke during tightening. It was noted the patient had dense hard bone. The procedure was completed with a back-up screwdriver. No fragments fell into the patient field. A 1-2 minute delay was noted and no additional medical intervention was required. Patient status is unknown. Concomitant device: unknown locking screw, unknown part #, unknown lot. This complaint involves 1 device.

Manufacturer narrative:
The event and alert dates were verified as (B)(6) 2016 (respectively). Product investigation summary: one (1) inter-lock screwdriver (part: 03.010.472 / lot: 7849959) was received with the complaint category of ¿broken: intraoperatively.¿ a visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the screwdriver was received with the handle broken. The distal tip of the main body was also noted as having deformed edges. The received condition is consistent with final separation occurring from an application of a torsional force beyond the yield strength of the handle. Per the technique guide, the user is to always use the standard screwdriver for final tightening of the screw. However, as the user technique and the conditions at the time of the damage are unknown, the root cause cannot be definitively determined. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The investigation shows that this screwdriver is intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. The titanium cannulated retrograde/antegrade femoral nail technique guide, the titanium cannulated tibial nails technique guide, and the titanium cannulated lateral entry femoral recon nail technique guide were reviewed during the investigation and found to address recommended usage. The screwdriver was received with the blue handle cracked and with a portion completely separated from the remainder of the handle. The handle and shaft have been rotated such that the pin in the shaft no longer aligns with the hole in the handle. This is consistent with final separation occurring from an application of a torsional force. The distal tip of the main body also shows deformed edges. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly, the shaft component, the sliding bar component, and the handle component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The awareness date for the first supplemental report was (B)(6) 2016. This date was inadvertently populated as (B)(6) in the associated field on that report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.